Manufacturer narrative:
An event of tachycardia, hypotension, pericardial effusion, cardiac tamponade, and death were reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information, the cause for the reported tachycardia, hypotension, pericardial effusion, and cardiac tamponade are likely cascading effects and procedure related, including unicorn technique and ballooning. Unexpected medical interventions are a result of case specific circumstances, as a pericardiocentesis and CPR were performed. The cause for the reported death could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Prior to the procedure, the patient was in a stable condition. The length of the membranous septum was 6.1mm. There was calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon valvuloplasty (pre-bav) was performed using an 18mm, non-abbott balloon. During the undermining iatrogenic coronary obstruction with radiofrequency needle (unicorn) attempts, the patient started decompensating. It was reported that two attempts to burn the leaflet and then switched to coronary protection. The valve was able to be implanted successfully at a depth of 4mm on the non-coronary cusp (ncc). The patient was hypotensive and observed with ventricular tachycardia then cardiopulmonary resuscitation (CPR) was required to stabilize; circumferential pericardial effusion was observed; the physician(s) concluded the presence of cardiac tamponade and pericardiocentesis was performed to resolve the event. The patient was transferred into an intensive care unit (ICU). The user believed that the pericardial effusion was due to the unicorn procedure and pre-bav (ballooning). Few hours later, the patient died. The implanter classified this death as being not related to the performance of the implanted device.

Event description:
It was reported that on (B)(6) 2026, a 23 mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Prior to the procedure, the patient was in a stable condition. There was calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon valvuloplasty (pre-bav) was performed using an unspecified balloon. During the undermining iatrogenic coronary obstruction with radiofrequency needle (unicorn) attempts, the patient started decompensating. It was reported that two attempts to burn the leaflet and then switched to coronary protection. The valve was able to be implanted successfully at a depth of 4 mm on the non-coronary cusp (ncc). The patient was hypotensive and observed with ventricular tachycardia then cardiopulmonary resuscitation (CPR) was required to stabilize; circumferential pericardial effusion was observed; the physician(s) concluded the presence of cardiac tamponade and pericardiocentesis was performed to resolve the event. The patient was transferred into an intensive care unit (ICU). The user believed that the pericardial effusion was due to the unicorn procedure and pre-bav (ballooning). Few hours later, the patient died. The implanter classified this death as being not related to the performance of the implanted device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.